Event description:
It was reported to boston scientific corp that a contour vl ureteral stent was implanted in a pt. According to the complainant, the stent was implanted for approx 30 days. The physician attempted to remove the stent from the pt, but felt resistance. The stent was noted to be encrusted in the pt's ureter. The physician was unable to remove the stent in the office. The pt was placed under general anaesthesia and the stent was removed via ureteroscopy. The pt was reported to be "okay" at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR and expiration dates are unk. The complainant was unable to report implant date. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental MFR's report will be filed.